Event description:
This device was returned with oos documentation from biotronik representative ray cardenas. Per oos, the device could not be interrogated following extensive electrocautery and was removed. The device was replaced with a philos dr.